Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous, mr 2.25 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage; the first 2 distal row struts slightly open. There was no other strut damage noted. This type of damage is consistent with difficulties in attempting to withdraw the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-nov-2016. It was reported that crossing difficulties were encountered. A 2.25 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.